Event description:
Reported due to stent unable to cross and seal the perforation. The physician attempted to treat a dissection (an off-label use) in an unknown coronary vessel using a graftmaster stent graft. Reportedly, a dissection occurred distal to a previously implanted coronary stent. It was noted that the graftmaster was unable to cross the previously implanted stent. The patient was treated with "protamine and reversal of heparin" which eventually sealed the dissection. The patient was transferred to the coronary care unit for observation. Reportedly, the patient "did fine and the event did not cause a delay in the patient's hospitalization." It is unknown when the patient was discharged from the hospital. Although requested, no additional patient information was provided.